Manufacturer narrative:
One cadd cassette was returned for analysis. Customer's complaint of leaking was verified. Engineering and quality teams reviewed procedures and operations and found no anomolies. The problem source is unknown.

Manufacturer narrative:
(B)(6).

Event description:
Information was received that the cadd cassette leaked near the welds between the cassette bag and where the pump tubing is connected. Patient was using flolan. No reported adverse effects.